Event description:
An altitude alarm was reported with the pump, which previously occurred but did not cause the customer's blood glucose level to exceed 500 mg/dl. Since there was no report of insulin suspension, there was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge, and the pump resumed normal operation after tips for preventing altitude alarms were provided and acknowledged.